Event description:
It was reported during a laparoscopic appendectomy the 5mm trocar would not "arm" and was not used on the pt. Another 355ld was opened to perform the procedure. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.46781. Date sent: 11/13/1998. Endopath dilating tip trocar: based upon the inquiry info rec'd, visual examination and functional test, it was concluded that the reported "5mm trocar would not "arm" during surgery occurred due to intermittent arming of the device. The instrument was inspected and the obturator handle weld was found to be skewed which can cause the instrument to arm intermittently. The obturator handle is welded during the assembly process.